Event description:
We passed a twister basket to the physician to assist in removing a blood clot from the fundus of the stomach. The twister basket would not open after several attempts were made; the physician made sure the scope was straight. It was noted that the twister had separated from the black and teflon sheath, which would not allow the basket to open. (It had opened ok when outside of the scope.) No other basket was available; we used a snare in place of the basket to complete the procedure.